Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced dizzy spells. The patient received multiple rounds of anti-tachycardia pacing (atp) and there was a violation of the lower rate observed immediately after. High thresholds were noted on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.